Event description:
It was reported that during a transurethral needle ablation of the prostate, an error message occurred with the prostiva device. The situation could not be resolved and the procedure was aborted. The mdt rep confirmed that the pt is ok and will be going to a different physician to have the procedure completed.